Manufacturer narrative:
Thermo fisher scientific opened a complaint record to document the problem as described in patient-submitted medwatch report# mw5097250. No additional customer information or data files were provided to confirm the allegations of a false positive result.

Event description:
On 13-oct-2020 a patient submitted medwatch report# mw5097250 to FDA. The report was entered by FDA on 16-oct-2020 and a mailed copy was received by fisher diagnostics (a subsidiary of thermo fisher scientific) on 30-oct-2020. The report indicates that he/she was tested for covid-19 on (B)(6) 2020, using the taqpath covid-19 combo kit, as pre-surgery requirement for a lower back fusion. The test came back positive, but they did not want to accept the positive result since they did not have any symptoms and were taking the necessary precautions. Patient indicated that their significant other also had to be quarantined because of the positive result. Doubting the positive test result, the patient decided to get re-tested on (B)(6) 2020 at two alternative locations. The results were both negative, however the surgery (originally scheduled for (B)(6) 2020) was canceled due to the initial positive covid-19 result and needed to be rescheduled. The customer did not allege any serious injuries nor medical intervention to prevent such, and we believe remained asymptomatic throughout. No additional customer information or data files were provided to confirm the allegations of a false positive result.